Manufacturer narrative:
Olympus is filing this report in an abundance of caution as the article does not specify the manufacturer of the device. The referenced device was not returned to olympus. The cause of the reported event cannot be confirmed. However, the investigation is currently ongoing and olympus will continue to obtain more information. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus received an article titled "he wanted to start 'make a wish' for adults, then a superbug took his life." The article reported that a contaminated (unspecified) endoscope lead to a patient death. Two years ago, this patient was diagnosed with colon cancer. After the patient's surgery on (B)(6) 2016 in (B)(6), the patient developed an infection from a bactrium called new delhi metallo escherichia coli, which is a carbapenase-producing organism. In just over a year, the patient was hospitalized 23 times and half a dozen antibiotics were used to try and kill the infection. The patient became too sick to continue the cancer treatment and too weak to eat. The patient then expired in (B)(6) 2018.